Event description:
It was reported that the patient stated this artificial urinary sphincter (aus) was not closing properly; therefore, a cystoscopy was performed, and it was confirmed that the device was not working properly. The patient underwent a surgical intervention, during which a hole in the balloon was identified suspected to be due from intense activity. The component was removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of hole, therapeutic response, altered were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated this artificial urinary sphincter (aus) was not closing properly; therefore, a cystoscopy was performed, and it was confirmed that the device was not working properly. The patient underwent a surgical intervention, during which a hole in the balloon was identified suspected to be due from intense activity. The component was removed and replaced, and no patient complications were reported.